Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/20/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9831 ablator electrode came off. This occurred during use in a case with no patient effect. A new product was opened, and the surgery was completed. No patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported failure. The most likely cause is attributed to use-related factors, specifically prying or levering of the device against bony tissue during use.